Manufacturer narrative:
The adverse event took place in the (B)(6).

Event description:
Punctured without stylet, followed by strong bone contact, led to spinal cannula breakage at end of introducer cannula tip. The stylet is totally straight. During bone collision, the spinal cannula was sharply bent into z-shape. Such cannula deformation without stylet within the spinal cannula can lead to cannula breakage. Collision with bone must have been very strong followed by further manipulation within pt.